Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing o-ring on the reservoir tube, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer states that the crack in the reservoir compartment does not allow the reservoir to sit secure in the insulin pump. The patient's blood glucose level was 152 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.